Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient also reported pain, the patient believes its due to sweating and having sensitive skin. The irritation was described as similar to a heat rash. The patient has known allergies to different metals. The patient used rubbing alcohol, witch hazel, and an allergy pill all did not improve the irritation. The patient was seen by a physician. The patient was prescribed hydroxyzine by a medical professional. The doctor released her from the device and the follow up indicated the irritation improved. Additionally it was reported that the patient's monitor had a damaged case.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient also reported pain, the patient believes its due to sweating and having sensitive skin. The irritation was described as similar to a heat rash. The patient has known allergies to different metals. The patient used rubbing alcohol, witch hazel, and an allergy pill all did not improve the irritation. The patient was seen by a physician. The patient was prescribed hydroxyzine by a medical professional. The doctor released her from the device and the follow up indicated the irritation improved.